Event description:
It was reported that the customer has not been checking the glucose level more than once a day and she wants to set up a bg reminder. Advised the nurse to have the customer call us back to record the customer's hospitalization event and possible troubleshooting. No further troubleshooting was performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.